Event description:
Procedure: sleeve gastrectomy. According to the reporter: when the load was attached to the handle, the jaws would not open. Doctor used a third reload and was able to continue the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).